Event description:
It was reported that there was an alert on this cardiac resynchronization therapy pacemaker (crt-p) system for right atrial (ra) lead pacing impedance being out of range. Technical services (ts) analyzed device data and found that the impedance measurement was greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, there was oversensing of myopotential noise resulting in false atrial tachy response (atr) episodes. Also, there were stored signal artifact monitor (sam) episodes with minute ventilation (mv) oversensing. The sam sensor became disabled after the second episode. It was also reported that there was right ventricular (rv) lead loss of capture (loc). Subsequently, the patient passed out. Technical services (ts) suggested in-clinic testing. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.

Event description:
It was reported that there was an alert on this cardiac resynchronization therapy pacemaker (crt-p) system for right atrial (ra) lead pacing impedance being out of range. Technical services (ts) analyzed device data and found that the impedance measurement was greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, there was oversensing of myopotential noise resulting in false atrial tachy response (atr) episodes. Also, there were stored signal artifact monitor (sam) episodes with minute ventilation (mv) oversensing. The sam sensor became disabled after the second episode. It was also reported that there was right ventricular (rv) lead loss of capture (loc). Subsequently, the patient passed out. Technical services (ts) suggested in-clinic testing. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.